Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for further investigation, however, there was insufficient sample material remaining. All ft3 iii results generated from the roche analyzers were above the normal reference range of the assay. The ft3 result generated by the abbott architect method was well within the normal reference range of the assay. Calibration and qc at the investigation site were acceptable. From the information available a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. (B)(4).

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module. The sample was submitted for investigation where discrepant results were identified for elecsys ft3 iii (ft3 iii) between the customer's e801 module, an e801 module used at the investigation site and the architect method. The initial results from the customer site were reported outside of the laboratory. Refer to the attached data for the results. The customer's e801 module serial number was 19b7-02. The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 404623 with an expiration date of jul-2020.